Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 5.50mm x 12mm nc emerge balloon catheter was advanced for treatment. However, during advancing across the lesion, the shaft broke inside the sheath. The device was pulled out, and the procedure was completed with another nc emerge balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen. There was contrast in the loosely folded balloon. There were numerous severe kinks to both the hypotube and the shaft of the device. Distal from the midshaft bond, for a length of 4.2cm, the inflation lumen was stretched. At 3.5cm proximal from the shaft separation, the inflation lumen was stretched. There was a shaft separation at the rapid port exchange (rpe). Distal from the rpe, for a length of 3mm, the shaft was stretched down. At 2mm distal from bicomponent weld, for a length of 3mm, the guidewire lumen was buckled and prolapsed. Product analysis confirmed the reported separation, as there was a shaft separation.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 5.50mm x 12mm nc emerge balloon catheter was advanced for treatment. However, during advancing across the lesion, the shaft broke inside the sheath. The device was pulled out, and the procedure was completed with another nc emerge balloon. There were no patient complications nor injuries reported.